Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had a rash under the side therapy pad described as a heat rash. The patient was given a prescription from his doctor for 1% hydrocortisone cream. The outcome of the irritation is not known.